Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that multiple black spots were found inside the y-site of captioned infusion set. There was no reported patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to MFR: 3/9/2026 received one (1) used. List #140019291, primary plum set and one (1) used 100ml bottle sodium chloride for inspection. Particulate matter was observed inside the y-site. The particles were imbedded in the wall of the y-site. Received two (2) photos of the y-site showing the black spots. The complaint of black spots in y-site can be confirmed. The most probable cause is burnt material embedded in the y-site during the molding process in manufacturing. The embedded material is not in the fluid path, and this does not affect the functionality of the device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.